Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 3mm x 20mm x 144cm coyote es balloon catheter was advanced for pre-dilatation. However, during the first inflation, the balloon ruptured. The procedure was completed with another coyote balloon catheter. No patient complications were reported.